Manufacturer narrative:
The device was used in an off labeled application. It was noted that this off labeled use may result in damage to the stem. Should additional information become available, it will be reported in a supplement reported upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
Corrected due to typographical error. An event regarding off-label use involving a delta v-40 ceramic head 28/-2,7 was reported. Conclusion: the reported event states that the surgeon originally used a +0 head. The surgeon determined that this was slightly long and decided to switch to a -2.7 mm head. According to the instructions for use packaged with the device, this is an off-label use. The surgical protocol has instructions on how to use the trial devices to ensure the appropriate sized implants are utilized. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that patient had a total hip done. Upon evaluation and trailing, the surgeon determined he wanted the plus +0 biolox head for his adm implant. He then placed the implant on the stem and decided it was slightly long. At that point he requested a -2.7 mm biolox head. He was informed it was "off-label" due to neck scarring. He understood and stated he wanted to go ahead with the -2.7 mm biolox head.

Event description:
It was reported that patient had a total hip done. Upon evaluation and trailing, the surgeon determined he wanted the plus +0 biolox head for his adm implant. He then placed the implant on the stem and decided it was slightly long. At that point he requested a -2.7 mm biolox head. He was informed it was "off-label" due to neck scarring. He understood and stated he wanted to go ahead with the -2.7 mm biolox head.